Manufacturer narrative:
On previously submitted report, there were no information about box d: product brand name (rfb), model number (rfb), catalog item identifier (rfb), serial number (rfb), product UDI (rfb). After receiving further information, box d: product brand name (rfb), model number (rfb), catalog item identifier (rfb), serial number (rfb), product UDI (rfb) updated/corrected in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information eye irritation, nose irritation, skin irritation, respiratory tract irritation, dizziness and/or headache, hypersensitivity, inflammatory response. There was no report of serious or permanent harm or injury. Device has not been returned to the manufacture for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972, z-1973, and z-1974.